Event description:
The customer reported the device displaying error codes 200.5040 & 242.4030. No patient involvement.

Manufacturer narrative:
G1, g4, g7, h2, h3, h10, h11.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2010, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device displaying error codes 200.5040 & 242.4030. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device displaying error codes 200.5040 & 242.4030. No patient involvement.